Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s current blood glucose level was 47 mg/dl. Customer treated for their hypoglycemia with honey. Customer's blood glucose was 57 mg/dl on saturday and she treated it with orange. Customer also experienced hyperglycemia. Customer's blood glucose level was 280 mg/dl at the time of incident. Customer also mentioned the blood glucose level which she experienced at the different time intervals which was of 241 mg/dl, 314 mg/dl, 269 mg/dl, 203 mg/dl, 265 mg/dl, 256 mg/dl and 81 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus with the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.